Event description:
It was reported to boston scientific corporation that during an anterior vault repair procedure using an uphold vaginal support system, the capio cage would not capture the lead suture. Reportedly, this occurred on the first firing of the capio device. In addition, the cage was observed to be bent. The procedure was completed with a different device. There were no complications to the patient, who was stable at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned mesh assembly revealed no anomalies. Visual analysis of the returned capio device revealed that the cage was bent. Functional testing of the returned capio device showed that it the carrier had resistance when actuated, and would not retract completely unless force was applied on the plunger. The root cause for this event could not be determined.